Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for a mandible body fracture. As the surgeon was inserting a 2.4mm mandible screw into a 2.0mm mandible plate, the screw head broke off after the shaft was inserted into the mandible and easily retrieved. It was noted that the surgeon used a 1.5mm drill bit to insert the 2.4mm screw causing difficulty when inserting the screw. The surgeon was able to remove the shaft of the screw resulting in a five minute delay in surgery. It was reported that no fragments remained in the patient. The remainder of the surgery was completed successfully without further incident. Concomitant device: 2.0mm mandible plate (part #unknown, lot #unknown, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).